Event description:
It was reported by service report that the head lift was stuck up and siderail functions not working. There was no pt involvement and no adverse consequences are reported.

Manufacturer narrative:
Bio medical dept at (B)(6) hosp evaluated the device.